Manufacturer narrative:
Date of event is estimated. Exemption number (B)(4). The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the part and lot number of the reported device was not available. Based on the information reviewed, a definitive cause for the worsening mitral regurgitation could not be determined. It is possible that it was related to patient morphology/pathology in conjunction with the original procedural circumstances (clip was implanted off axis) however, this cannot be definitively confirmed. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). One clip was successfully implanted. Roughly one year later, the patient returned to the hospital and echocardiogram showed an increase in mr. On (B)(6) 2019, a second mitraclip procedure was performed to treat mr with a grade of 4. Imaging was noted to be challenging. It was also noted that the previously implanted clip had been implanted off axis, thus torquing the anterior leaflet and chordae. One ntr clip delivery system (cds) was advanced, but due to the previous clip being implanted off axis, the clip became caught in the chordae. Standard troubleshooting was performed, and the clip was freed from the chordae without causing damage. The clip was successfully deployed, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information.